Manufacturer narrative:
The device was received undeployed. The distal tip of the soft cannula was observed protruding into the needle well, but neither cannulas extended past the bottom housing. The piezo was observed dislodged from its position and obstructing the needle mechanism. Upon opening the device, the needle mechanism deployed fully. The top housing was found to be inadequate. This inadequacy allowed the piezo to become dislodged and create interference within the needle mechanism. This ultimately lead to the device's failure to deploy. The piezo was observed to be bent and damaged. This can be attributed to the inadequate top housing.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.